Event description:
It was reported that the patient had expired. Interrogation of the ICD showed that on the morning of the 15th, vf was detected. Undersensing of small amplitude tachyarrhythmia signals was present but therapy was delivered and then the device paced the patient at 40 ppm since there was no intrinsic rhythm. A second episode occurred, with some undersensing present again, but a shock was delivered and after the shock, the device paced at 40 ppm. Within minutes, a third episode occurred. The device began to charge, but due to undersensing, the shock was aborted. It was noted that the device behaved as programmed.

Manufacturer narrative:
The device was tested on the bench and using automated test equipment and no anomalies were found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.